Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
The doctor reports that the dental implant located in dental position number #16 failed due to sinus perforation. The doctor reports in the per that the procedure was concluded by placing another implant.